Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer continue to use current pump and might use manual injections if necessary for insulin therapy. Customer¿s blood glucose level was 113 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.